Event description:
During an in clinic follow up, the device was observed to be in back up mode. Technical support was contacted and the device was unable to be restored out of back up mode, it was recommended to exchange the device. The device was explanted and replaced to resolve the event. The patient was stable.